Event description:
It was reported that rising thresholds, and loss of capture were observed on the right ventricular (rv) lead. It was further reported that rapid battery depletion was suspected on the implantable cardioverter defibrillator (ICD). A procedure was scheduled to replace the rv lead and ICD. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory was performed and no anomalies were found. Device not at eri. Rpe/systems engineering suggests device is operating as specified. Adjusts longevity based on programmed settings, however device takes time to fully adjust longevity.